Event description:
As reported (B)(6) 2015, male pt of unk age presented for a microwave procedure of the liver. During the procedure, the treating physician noted the tip of the applicator probe appeared to be bent. The device was set aside and a new of the same device was used to successfully complete the procedure. The pt suffered no permanent harm or injury due to this event as the defective disposable device did not come into contact with the pt. It was reported the disposable device is not available for return to the manufacturer for eval as it was disposed of by the user.

Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device eval. The customer's reported complaint description of the needle being bent cannot be confirmed as no sample was returned. Without receiving product for eval, angiodynamics is unable to definitively determine a root cause for this incident. A possible contributing factor could haven been operational context; i.e. Probe placement into hard tissue or lateral forces on the applicator tip during placement or removal. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the pt." During the manufacturing process, the ceramic tips are 100% inspected for ceramic cracks or damage. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).